Manufacturer narrative:
The srt found that the epgs o2 pressure transducer was bad, and it was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (egps) failed testing with a 'low pressure - oxygen (o2) alarm' message. There was no patient involvement.